Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the separating gel of two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device lot#: 5105260 d4. Medical device expiration date: 31-mar-2026 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 15-apr-2025.

Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the separating gel of two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for gel airbubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the separating gel of two tubes. No adverse impact was reported regarding the patient or user.